Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform self-test and displacement test or verify button keypad anomaly due to cracked and bleeding lcd glass. No damaged/unlocked lcd keypad connector during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had button error alarm. Customer¿s blood glucose was unknown. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.